Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, the physician implanted three smart coils in the inferior mesenteric artery (ima) and two smart coils in the iia. It was reported that the microcatheter had been flushed thoroughly; however, the physician encountered resistance while advancing the next smart coil through the middle of the microcatheter. Therefore, the smart coil was removed, the microcatheter was flushed again, and the smart coil was re-advanced. However, the same issue occurred. The smart coil was therefore removed from the procedure. The procedure was completed using seven additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned smart coil revealed offset coil winds. If the device is forcefully advanced against resistance, damage such as this may occur. During functional testing, the smart coil was advanced through its introducer sheath and a demonstration microcatheter without an issue. The root cause of resistance during the procedure could not be determined. Further evaluation revealed pusher assembly bends. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.